Event description:
A customer tecchnical advocate (cta) was contacted with regard to hemoglobin results generated for one pt using a cell-dyn 1800 analyser. An initial hgb=3 g/dl was obtained using a cell-dyn 1800 analyser. The pt was sent to the hospital emergency room and was retested using another sample (platform not provided)yeilding a hgb=10.8 g/dl result.no impact to pt management was reported.